Event description:
Complainant alleged that during a routine shift check of the device by a clinician, "pacer disabled" and "pacer fault 115" messages were observed on system power up. The complainant indicated that there was no patient involvement in the reported malfunction.